Event description:
It was reported that the customer was hospitalized due to vomiting and diabetic ketoacidosis. It was reported that the customer's blood glucose reading was over 500 mg/dl. Troubleshooting was performed, and it was advised that the customer change her infusion set. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.